Manufacturer narrative:
Additional devices included on this report are as follows: catalog #cxa280005/ serial # (B)(6)/ UDI # (B)(4), which is captured in manufacturer report #3007284313-2023-02602. H.6. Investigation findings: code c19 remains unchanged. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation conclusions: codes d1001 and d12 remain unchanged.

Manufacturer narrative:
A.4. Patient weight: asked but unavailable. B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.10. Concomitant medical products and therapy dates: asked but unavailable according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a zone 9 infrarenal abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2023, the patient underwent reintervention. It was reported that the patient's aortic neck had degenerated and the aneurysm sac had enlarged (amount unknown). Reportedly, there was no evidence of a type I endoleak. A gore® excluder® conformable aortic extender component (cxa) was used to extend the previously implanted trunk-ipsilateral leg component proximally. The patient's inferior mesenteric artery was embolized and the cxa device was implanted. There were no issues observed at the close of the procedure. The patient tolerated the procedure.